Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated a broken wire from the mega suturecut needle driver instrument. The procedure was completed at the time of the report. Isi followed up with the initial reporter and obtained the following additional information: there were no issues related to opening/closing the grips. There were no issues related to the left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There was no allegation of a grip issue/grip failure during the procedure. There was no any fragment that fell into the patient. The customer said was not possible to disclose patient demographic information.